Manufacturer narrative:
The lens was implanted and therefore unknown if explanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) was coming out of the cartridge too fast and the surgeon had no control. Patient contact was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/22/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The cartridge was observed correctly engaged into lower body of the pcb00 device. The cartridge was observed deformed including the tip. The intraocular lens (iol) was not returned. No assembly defect was observed. Some viscoelastic residue was observed in the cartridge tip and tube. The customer's reported complaint could not be verified. Based on the device evaluation a cause of failure related to the device manufacturing process was not determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.